Event description:
No difficulty was experienced during deployment of the graft. The patient¿s anatomy was not tortuous or calcified. While ballooning the device, damage to the graft material described as 'a tear' occurred at the bifurcation of the graft. The physician advised that 'over ballooning' caused the tear. The clinical specialist advised 'they ballooned the graft bifurcation too hard and was above it with half the coda balloon'. 3 days post implant an additional bifurcated device was implanted to correct the issue. At the 30 day follow-up, the patient was reportedly 'completely fine'.

Event description:
No difficulty was experienced during deployment of the graft. The patient¿s anatomy was not tortuous or calcified. While ballooning the device, damage to the graft material described as 'a tear' occurred at the bifurcation of the graft. The physician advised that 'over ballooning' caused the tear. The clinical specialist advised 'they ballooned the graft bifurcation too hard and was above it with half the coda balloon'. 3 days post implant an additional bifurcated device was implanted to correct the issue. At the 30 day follow-up, the patient was reportedly 'completely fine'.

Manufacturer narrative:
Imaging was requested but was not available for evaluation. The event information was provided to the medical director in order to provide a clinical assessment, which stated: "without the benefit of imaging to assess, I have to say this one sounds exactly like a bifurcation crutch tear. The fact that re-lining with an esbe and then 2 iliac legs did not fix the leak, but a new bifurcated graft did fix it, would confirm that a crutch leak was almost certainly the cause of the endoleak." Review of the device history record for lot number ac1190379 found the work order appeared complete and the quality control inspection was verified to ensure that the device passed inspection. No non-conformances or temporary deviations were recorded at the time of manufacture. Review of specifications found that there are a number of controls and processes in place that would identify faulty product prior to shipping. Review of the instructions for use (IFU) supplied with the device for general information found it to contain appropriate warnings, precautions, and instructions to the user, including: 4. Warnings and precautions 4.1 general use information the long-term performance of fenestrated endovascular grafts, including the stents placed in fenestrations/scallops, has not yet been established. All patients should be advised that endovascular treatment requires life-long, regular follow-up to assess their health and the performance of their endovascular graft. Patients with specific clinical findings (e.g., endoleaks, enlarging aneurysms, changes in the structure or position of the endovascular graft, or stenosis/occlusion of vessels accommodated by fenestrations) should receive enhanced follow-up. 4.3 implant procedure: inaccurate placement and/or incomplete sealing of the zenith fenestrated aaa endovascular graft within the vessel may result in increased risk of endoleak, migration or inadvertent occlusion of the renal or internal iliac arteries. Renal artery patency must be maintained to prevent/reduce the risk of renal failure and subsequent complications. It is recommended that all vessels accommodated by a small fenestration be stented in order to secure positive alignment of the graft fenestration with the vessel origin. 5 adverse events lists: endoleak endoprosthesis: improper component placement; incomplete component deployment; component migration; suture break; occlusion; infection; stent fracture; graft material wear; dilatation; erosion; puncture; perigraft flow; barb separation and corrosion there is no evidence to suggest the customer did not follow the IFU. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. The investigation concluded that the complaint device was manufactured to specification. Based on the information received, a definitive root cause could not be determined from the investigation. Possible causes are: - procedural related factors (e.g. Over ballooning) - patient related factors - device related factors, such as mechanical stress or fatigue affecting the graft material. A corrective and preventative action has been initiated to further investigate occurrences of this nature. After considering this event the risk associated with the use of this device is still deemed adequate. The appropriate personnel will continue to monitor for similar complaints.